Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int urogynecol j (2015) 26:57¿63; doi 10.1007/s00192-014-2454-2.

Event description:
It was reported via journal article: "title: tvt versus laparoscopic mesh colposuspension: 5-year follow-up results of a randomized clinical trial". Author(s): a. Valpas & s. Ala-nissilä & e. Tomas & c. G. Nilsson. Citation: int urogynecol j (2015) 26:57¿63; doi 10.1007/s00192-014-2454-2. The aim of the present trial was to compare the new minimally invasive tension-free vaginal tape (tvt) procedure with laparoscopic mesh colposuspension (lcm). In a 5-year follow up between nov1999 and aug2001, 121 female patients with history of stress urinary incontinence (sui) underwent tvt procedures (n=70; mean age of 50 years [range 33-67 years]) and lcm procedures (n=51; mean of 48 years [29-68 years]). In tvt group, tvt kit, gynecare was used. Postoperatively in tvt group, complications included protrusion of tvt sling in the midline (n=1) for which the visible part was excised; prolapse (n=1) for which prolapse procedure was performed; and persistent incontinence (n=1) treated with bulking agent injection with zuidex.. The results suggest that the tvt procedure is superior to the lcm evaluated both by the per protocol and the intention-to-treat principle.